Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.

Event description:
During a c3-5 post cervical fusion surgery, a sierra 12mm step drill (B)(4) broke during use. The drill was being used on the pt when the tip broke off. The tip was retrieved from the pt's bone and the broken drill was replaced with another 12mm drill bit and the surgery was completed after a 2 minute delay. There was no injury to the pt.